Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1qq ICD, implanted: (B)(6) 2015 ; (B)(4) lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that two days post implant it was found that the atrial lead had dislodged. The lead was explanted but not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.